Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor gel implants experienced left sided rupture and an undetermined right sided abnormality post procedure. The left implant was sitting lower and the skin surrounding it felt looser. A mammogram was performed, and it was noted that the amount of tissue being able to pull away from the left was greater. Additionally, it demonstrated a bilateral density that may or may not have to do with the implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-05901 for contralateral prosthesis report.